Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device is not available for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event has been estimated.

Event description:
It was reported that the ipg is unable to communicate with external devices. Surgical intervention may be pending to address the issue.